Event description:
International affiliate reports the surgeon tried to do the definitive closure with a viper2 final tightener driver and a viper2 final tightener handle using an anti-torque device to prevent breakage of the pedicle from twisting. At the close of the first screw, unanticipated resistance was felt when tightening and finally the tip of the viper2 final tightener driver broke off inside a set screw that had been tightened within a pedicle screw. This process was repeated with the other screw and the same problem was observed. The affiliate reports the viper2 final tightener handle did not limit the force or click off as expected during screw tightening. An expedium torque wrench handle and other drivers were used to the complete the procedure. Affiliate reports no health risks to the patient and there was no delay. The following mfg. Medwatch reports are being filed for the two viper2 final tightener drivers with broken tips and the viper2 final tightener handle onto which force was applied which may have caused or contributed to the driver tip breakage. 1526439-2014-11670, 1526439-2014-11671, 1526439-2014-11672.

Manufacturer narrative:
The viper2 final tightener was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided. Fracture analysis found evidence of a quasi-static failure due to shear torsional overloading while tightening. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the viper2 final tightener was conducted on the specific product code from this complaint as a product family does not exist for this instrument. This analysis found no systemic trend that requires additional action. The root cause cannot be positively determined however, fracture analysis found evidence of torsional overloading while tightening most likely resulting from the seized torque handle wrench. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and there has been no systemic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.